Event description:
It was reported the following issues with installing smartview 2.44 version: ¿upgrade system¿ option/key in ¿information¿ tab of the programmer was not available despite 2 attempts, failure to install the smartview 2.44 version (display of error messages: "cannot access data" and "cannot access the manager core!"), intermittent blackouts of the screens; intermittent failure to initialize the programmer head; failure to shut down the programmer. Preliminary analysis showed that the reported behaviour was due to a hard disk component failure. The programmer was returned for repair.

Event description:
It was reported the following issues with installing smartview 2.44 version: ¿upgrade system¿ option/key in ¿information¿ tab of the programmer was not available despite 2 attempts, failure to install the smartview 2.44 version (display of error messages: "cannot access data" and "cannot access the manager core!"), intermittent blackouts of the screens; intermittent failure to initialize the programmer head; failure to shut down the programmer. Preliminary analysis showed that the reported behaviour was due to a hard disk component failure. The programmer was returned for repair.